Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to failed unicompartmental knee replacement. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, effusions, and pain. The surgeon reported the tibial component baseplate was easily removed and had debonded from the cement at the cement to tray interface. He noted a well-fixed femoral component which was retained. The patella was retained. The surgeon reported no intraoperative complications. The patient was implanted with attune tibial revision components and smartset bone cement x 1. Doi: (B)(6) 2017; dor: (B)(6) 2019 (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8587181. Device history review ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.